Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was not returned. Per the instructions for use of the intrathecal catheter, catheter fracture is a known possible risk of use of the device. Clinical specialist (cs) confirmed that the cause of the catheter damage is unknown. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions reporting a catheter revision. Cs reported that the patient was experiencing a lack of pain relief, even on high doses of medication. A cap study was performed that showed that the catheter tip had moved. However, when the revision occurred, it was observed that the catheter was torn. The torn piece stayed in the intrathecal space and a catheter revision occurred.